Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump beeping continuously and had a blank screen. The customer¿s blood glucose level was 95 mg/dl at the time of the incident. The customer reported that the low reservoir and insert battery alarm occurs prior to constant tone. Customer stated that they performed self test and the test was failed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test or verify audio/vibrate anomaly due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection.